Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a lifevent evo2. There was no harm or injury reported. During the evaluation of the device at a third party service center, an rtc battery depleted error code was found in the ventilator's downloaded error log. The device's main board was replaced to address the issue. H3 other text : device serviced at third party service center.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a lifevent evo2 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.